Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): 110031402 (67538515). Associated product information: 110030776 (67585549). G2: foreign - event occurred in australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the polyethylene liner dissociated from the humeral tray approximately three months post-implantation. The patient was revised. It was reported that no further information is available.